Manufacturer narrative:
Evaluation, results: (root cause of the event could not be determined), no results available since no evaluation performed (device or procedural images not provided for review), none (device not returned for evaluation); evaluation, conclusions: unable to confirm complaint (device or cine images not returned), unknown (root cause could not be determined). (B)(4).

Event description:
A resolute integrity drug-eluting stent was being to treat a lesion. It is reported that during removal of device following stent deployment resistance was experienced. The physician indicated that it felt as if "the balloon was sticking inside the stent". He said this has happened 3-4 times before. There was no patient complications reported.